Manufacturer narrative:
Insulin pump motor error alarm during rewind due to corroded motor home switch. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump had moisture damage was noted on electronic assembly.

Event description:
It was reported that the customer had exposed his insulin pump to moisture. Customer's blood glucose level was 83 mg/dl. Customer stated that the insulin pump got wet in water. Customer reported that there was fluid under the lcd display. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.